Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a thermal damage at the hinge. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was unsure what was the cause of the thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have charring and localized melting at the grip base. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have discoloration on one of the clamping pulleys. The housing was removed and found that there was a portion of the clamping pulley that was discolored. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.